Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent an explant procedure due to the need to have an MRI performed. There was no allegation of scs system deficiency.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent an explant procedure due to the need to have an MRI performed. There was no allegation of scs system deficiency.

Manufacturer narrative:
The cls was returned for analysis. The device passed all functional testing without noted issue. Per the event description, the device was explanted and replaced due to the old device¿s incompatibility with MRI. There was no allegation of any other issue with the system. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.